Manufacturer narrative:
On january 4, 2024, invacare was made aware of this event that occurred in sweden involving a dolomite gloss 600 rollator. Invacare is filing this medwatch in an abundance of caution due to the dolomite gloss 600 rollator is also sold in the u.s. And is a subject of field correction z-2445-2023. This device was manufactured at invacare rea ab in sweden in (B)(6) 2022. The product which is the subject of this MDR has not been received for evaluation. Field correction z-2445-2023 was initiated due to premature failure of the seat during use, the plastic eyelets of the folding mechanism of the device's seat can break, and in a worst-case, the crossbar also breaks, and the rollator can possibly collapse causing injury to user. If additional information is received a follow up will be filed.

Event description:
The end user sat down on the gloss 600 rollator and the seat broke into two pieces. There were no injuries.